Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, a pre-implant balloon dilation was performed due to calcification. Following the valve implant, vascular bleeding associated with a contained tear was noted distal to the valve. Per the physician, it is unknown whether the valve or the stent caused the tear. Subsequently, a second medtronic valve was implanted as treatment to cover the tear. No additional adverse patient effects were reported.